Manufacturer narrative:
Description of changes: field b4: added "date of this report" 02/20/2026. Field g3: updated "date received by manufacturer" to "02/12/2026". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: checked "device evaluation" and "additional information". Field h3: updated "device evaluated by manufacturer?" To "yes". Field h6: added "type of investigation" code 10, added "investigation findings" code 213, added " investigation conclusion" code 50. Field h11: added description of changes. It turned out that in this case atherosclerosis, a pre-existing condition of the patient, was the cause for the loss of consciousness and the seizure. There is no information that reasonably suggests that there was a malfunction of the zeiss device that could have contributed to the reported event. Arteriosclerosis is in no way related to the treatment with the visulas.

Event description:
It was reported that following a laser treatment with the visulas combi on a patient in canada, the patient apparently had a seizure and the clinic called a code blue. The patient has been released; however, no additional information has been provided. Note: in the context of a hospital in canada, "code blue" refers to a medical emergency situation where a patient is experiencing cardiac arrest or respiratory failure and requires immediate resuscitation. This term is part of a standardized set of emergency codes used in hospitals to quickly communicate specific types of emergencies to staff.

Manufacturer narrative:
The most possible root cause cannot be determined based on the available information. Further investigation is required.